Manufacturer narrative:
Product analysis: analysis found that the cursor position did not coincide with the stylus position on the programmer screen. As a result the stylus was calibrated. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.